Manufacturer narrative:
(B)(4). The j tube return sample was removed and received at abbvie for evaluation. The returned j tube was visually inspected and was reviewed. The j tube that was returned was found to be kinked. The reported complaint of bulbar ulceration was unable to be verified. During the return sample evaluation, a knot was observed on the j tube. Knotting is a known complication of use of the device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
During the return sample evaluation, a knot was observed on the cut off part of the j tube.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in lot #/model # which is the us list number. A sample return is expected and a follow up report will be submitted upon completion of investigation.

Event description:
On (B)(6) 2017, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a bulbar ulceration and was treated with oral antepsin suspension 2x2.